Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt states the reason for call was patient states she has had some pretty nasty falls and needs to have the device removed. Pt states the hcp said this needs to be removed as there is so much swelling around the spinal. Pt states a month ago this all began and before was (B)(6) 2025 and second was (B)(6) 2025 and a week ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the device was removed on (B)(6) 2025. The cause was falls and just "bumped around it" and it just stopped helping with their pain but was able to help some. Steps taken to resolve the swelling/falls was ice/heat. Pt noted they have an MRI scheduled on (B)(6) 2025. The pt said they gave the device to a nurse and they told the patient they know where it goes.